Event description:
During an avnrt ablation procedure using an inquiry steerable catheter, a pericardial effusion occurred. The physician ablated the slow pathway successfully using a safire ablation catheter. As the physician was manipulating the inquiry steerable catheter in the right ventricle, the pt moved the leg with the femoral access. Near the conclusion of the case, the pt was noted to be hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed, which stabilized the pt. The pt remained stable after the procedure. The physician stated there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the pericardial effusion occurred during the procedure and was not due to the performance of a sjm device. Per the IFU, vascular perforation is an inherent risk of any electrode placement.